Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - circuit board failure - dirt, foreign material adhesion, corrosion, etc. At the connector electrical contacts - abnormal continuity caused by internal flooding. The event can be detected/prevented by following the instructions for use: - inspection of the endoscopic system -warnings and cautions or precautions. During the device evaluation, service found one broken element, a deep scrape mark at the channel opening, the pink rubber was soft and had a bubble, and the rubber adhesive was cracked. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was sent to an olympus service center with a report that the endoscope image was cloudy. There was no patient of user injury reported. During inspection and testing, service found scope error e315 had occurred and there was no ultrasound image/black screen. This report is being submitted for the malfunction [e315 scope error] found during the device evaluation.